Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties deploying the thumb advancer and clip at the distal end of the device; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device via a 6fr sheath after a diagnostic procedure. Reportedly, resistance was felt when advancing the thumb advancer; however, the sheath of the starclose se device split completely. The clip of the starclose se device was deployed and remained on the end of the device. The access ports were used to facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.